Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation. The endoscope cable was visually inspected and found with a defect at zone c near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The root cause for functional test failed transmittance test failure is not determinable/applicable. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, endoscope image was reversed 180 degrees. The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site remove the endoscope from the universal surgical manipulator (usm) arm, rotate the adapter collar 180 degrees, press the clutch button and then reinstall the endoscope, but the issue was not resolved. Site used another endoscope to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury due to the endoscope issue.